Manufacturer narrative:
Full event site name: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. After calibrating the transducer x5 several times, the message would still display. Fse ended up disassembling the pneumatic module and inspection x5 transducer. Fse reported that after disassembling the pneumatic module there was found a small amount of moisture on the transducer face. Fse cleaned the transducer and reassembled the pneumatic module then recalibrated the helium transducer. Product passed all functional and safety tests per manufacturer specifications and was returner to the user.

Event description:
It was reported by the customer that prior to use, the cardiosave intra-aortic balloon pump (iabp) had malfunctioned. The helium transducer out of calibration message was displayed. There was no patient involvement and no harm or injury reported.